Event description:
It was reported the battery on the insulin pump were only lasting three days. Blood glucose was 167 mg/dl. Multiple bad batteries, weak battery, low battery, and no power alarms were noted since (B)(6). Customer does not wear the sensor or use rechargeable batteries. Backlight isn't frequently used. Customer did use a new battery form a different pack and uses recommended battery. Customer was advised to clean battery contacts. Troubleshooting for failed battery test and off no power was performed. Customer stated it was the second occurrence the device had a off no power without a low battery warning. Customer was advised he may wear the device until the replacement arrived. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to verify failed battery test alarm, off no power alarm, weak battery alarm, low battery alarm due to blank display. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.